Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-16640. It was reported the patient¿s both leads had migrated. In turn, surgical intervention was undertaken on (B)(6) 2021 wherein one lead was repositioned. Another lead was explanted because physician suspected the lead was damaged and a new lead was implanted. This addressed the issue. It is unknown which lead was repositioned and which lead was explanted.